Event description:
It was reported that: swg is bent. The issue was identified prior to use in a non-clinical setting.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. Visual analysis revealed kinking of the guide wire and tubing while still within the arterial packaging. The customer returned one guide wire with tubing and needle for analysis. No signs of use were observed. Visual inspection of the returned guide wire revealed two kinks on the body. Microscopic examination confirmed the damage. Both welds were present and appeared full and spherical. The damage observed is consistent with defects related to storage and shipping. The kinks in the guide wire were located 30mm and 244mm from the proximal end. The guide wire total length measured 351mm which is within the specifications of 345mm-355mm per product drawing. The guide wire outer diameter measured 0.51mm which is within the specifications of 0.508mm-0.533mm per product drawing. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user , "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." The product lidstock for this finished good clearly states "do not bend". The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Several kinks were observed on the guide wire body. In addition, several folds and creases were observed on the outside packaging in the customer provided photo. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock for this finished good clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: swg is bent. The issue was identified prior to use in a non-clinical setting.

Manufacturer narrative:
(B)(4).